Manufacturer narrative:
Additional information has been requested. However, at this time, there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the physician was asking if this implantable cardioverter defibrillator (ICD) was functioning appropriately. Boston scientific technical services (ts) discussed that it looked like the patient had rates below the programmed cut off. The lowest zone was 140 beats per minute (bpm). There was no data that showed that this device was not functioning appropriately and ts could not give an absolute answer. To date, this ICD still remains in service. No adverse patient effects were reported.